Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient just got a new implant on the day of the report, and said their old ins depleted due to normal battery depletion. Patient said the doctor programmed it to what the old one was and it was not high enough. Patient further mentioned that it was set at 1.5 after the implant, but when they got home and checked it, it was displaying 0.0v. It was unclear whether the patient might have accidentally lowered the stimulation or changed to a different program. Patient said their stimulation was off and the manufacturer's representative (rep) told them not to touch it, they were supposed to leave it at 1.5 but it was at 0.0v. Patient was upset because the patient services specialist (pss) could not tell them whether to turn stimulation on or off , it was reviewed that it was a direction that the patient would have to obtain from the health care provider (hcp) or the rep. Patient was told how to turn stimulation on but it was reviewed the rep or doctor may not want the patient to turn stimulation on yet. No patient symptoms were reported. No patient complications were reported or anticipated as a result of this event.